Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a home choice (hc) device during drain eight of eight. The patient was connected to the homechoice at the time of the alarm. It was reported that there was some fibrin in the patient line and that one of the solution bags fell but remained connected to the line. The technical service representative assisted the caregiver in clearing alarm and advised the caregiver to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.